Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15741. The pt reported she experiences uncomfortable heating at the ipg site while charging. The pt also stated she experiences a persistent pain at the ipg site at all times. The pt further states she wants her scs system explanted. The pt was to consult with her physician as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.